Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the unit displayed mixer error. Log entries indicate that ventilator and gas mixer, initiated shutdown to monitoring mode. There was no patient injury reported.

Manufacturer narrative:
Initially, the case was reported as a gas mixer failure which will not affect the ventilation. The log file analysis indeed revealed that an internal communication error onboard a pcb which controls the communication between user interface, gas mixer and ventilator had occurred. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation including dosage of volatile anesthetics remain possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did never result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely and points instead to an external source. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation. The primus is compliant to the electromagnetic immunity requirements laid down in (B)(4), however the use of rf surgery equipment, mobile communication systems or a strong electrostatic discharge when interacting with the device may disturb the function and leaves no footprints in the error log. It will be recommended to the user to check the conditions at the facility that are in place to prevent from emc disturbances.

Event description:
Please see initial MFR. Report #9611500-2016-00314.